Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data in the black box or download histories from the time of the reported bgs due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The rewind, load and prime steps performed successfully with no alarms. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no damage found to the force sensor and the force sensor calibration test confirmed that the sensor was detecting the correct force. The loss of prime or occlusions did not occur during testing and when a loss of prime was induced during testing, the pump alarmed appropriately.

Event description:
The patient's mother contacted animas to report frequent loss of prime warnings. The reporter stated the alleged issue started 5 or 6 weeks prior to contacting animas. She claimed the pump would lose prime for several consecutive days and would then be "ok" for a few days and then start alarming the warning again. The reporter informed customer support that on the morning of (B)(6) 2011, the patient awoke with a blood glucose of 550 mg/dl due to the pump losing prime overnight when she was asleep. The patient's mother reported that the patient bolused for the high blood glucose (bg) and her bg came down within 1 ½ hours. There was no mention of symptoms. At the time of troubleshooting, the reporter confirmed the patient was experiencing repeated loss of prime within 2 hours. At the time of the call, the customer support noted that the pump was able to hold prime and an air bolus was delivered successfully. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm till a later time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.